Event description:
In 2001, the patient received a right axillo-femoral bypass using a gore-tex vascular graft. In 2006 the patient observed a violaceous discoloration at the surface of the skin where the vascular graft was implanted. Reportedly, there was no history of bruising prior. One mo later, examination of the patient revealed an aneurysm at the middle portion of the implanted vascular graft. The aneurismal portion of the graft was excised and a new gore-tex vascular graft was interposed. The patient is in stable condition. The device is being returned for evaluation.

Manufacturer narrative:
A review of the manufacturing paperwork was conducted. The review of the manufacturing records verified that the lot met all pre-released specifications.